Event description:
It was reported that the proximal marker moved from its distal position to a more proximal position where it still remains. Reportedly, the marker band probably moved while inserting the device into the patient's internal jugular vein. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device has been returned, the evaluation is currently underway.